Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on the continuous glucose monitor. Cause was not known. A correction bolus via the pump was administered to address bg. A system check was performed, and the pump was performing as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.